Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) lead exhibited high threshold measurements, oversensing and an unknown duration of pacing inhibition. An invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced and the lv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the root cause of the reported observations was not determined and it was noted that the patient was not pacemaker dependent. It was also noted that implant of another lv lead was attempted, but was not successful, so the chronic lv lead was connected back to the device and biv pacing was programmed off. The physician will consider potential extraction in the future.